Event description:
It was reported that the camera head had a noise in the image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 additional information: b5 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "noise in the image" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: flooded cable, flooded imaging, punctured connector, and cracked connector based on the results of the investigation, the most probable cause of the complaint is due to flooding of the image capture and the cable, cause traced to component failure which is expected or random without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had noise in the image. The issue was found during an unspecified procedure and was completed using a similar device. No patient harm was reported by the customer.